Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a check settings alarm. Customer also reported having a blood glucose level of 404 mg/dl at the time that the alarm occurred. Customer declined troubleshooting at the time of the call. Blood glucose level was 254 mg/dl at the time of the call. No further information was provided.